Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014 inratio meter s/n (B)(4) - 1.4. (B)(6) 2014 inratio physician's office meter - 3.5 (unk serial number). Tests performed within five minutes on (B)(6). Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.